Manufacturer narrative:
The customer¿s experience while prepping the device they smelled smoke was not confirmed, however during the visual inspection of the source pcu¿s female iui and returned pump module¿s male iui there were observations of a thermal event. Also noted in the inspection is fluid ingress observed at the location of the female iui enclosure and fluid contamination on the pcu¿s left iui board. The pcu error log recorded a ¿log only¿ error, code 120.4370.5 (low 8v failure) on (B)(6) 2018 at 3:25 am. The pcu error log recorded prior to the ¿log only¿ error a channel disconnection occurred which is an indication of a failing iui connection. Resistance measurements could not be performed on the pcu¿s female iui and left iui board due to the severity of the thermal damage. Resistance measurements across the remaining pins found not short circuiting. With the pcu¿s female iui and iui board replaced with known good components, functional testing was performed. During testing there were no irregularities observed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4).

Event description:
The customer reported the user was prepping the device and smelled smoke, but did not visualize smoke or flames, nor did they hear any noise from the device. There was no patient involvement.